Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer experienced a battery out limit, blank display and low blood glucose. The customer stated they went to give a bolus and noticed the pump had no power. The customer stated the pump did not alarm. The customer got a battery out limit and pump was off. The customer stated they check their blood glucose and it was 50mg/dl, and then checked later and it was 140mg/dl. The customer tested pump with new batteries and display returned.